Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 145998: (B)(4) items manufactured and released on (B)(4) 2014. No anomalies found related to the problem. To date, 97 items of the lot have been sold without any similar reported issue. On (B)(6) 2015 the medical affairs director checked the x-ray received and made the following analysis: the shallow acetabulum probably forced the surgeon to implant the cup very horizontal. In this position, the lateral equatorial aspect of the cup is not press-fitted into the bone, and the it mobilized. Hopefully the new, larger cup, hemispherical and not ellyptical, with a more aggressive coating may find a better stability. Post revision xrays not available. It was a demanding case, and the difficulty in achieving proper cup orientation probably caused the early failure. No reason to suspect that the root cause is device-related. On (B)(6) 2015 the r and d director inspected the retrived items with the following outcomes: on the external surface there is no sign of osseointegration. The ha coating is still visible and has not been absorbed by the body. These two sign indicate that this acetabular shell has never been osseointegrated. On the internal side the ceramic liner presents a circumferential black line all over the insert rim. This indicates a frequent impingement between the neck of the femoral stem with the liner. This contact all over the rim indicates that the shell was loose in the acetabular cavity.

Manufacturer narrative:
On 24 august 2015 it was prepared a final report with the information already submitted in the initial report. On 25 august 2015 the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).